Manufacturer narrative:
(B)(4). Patient's info: not provided/unknown. Event date not provided/unknown. Device not returned.

Event description:
It was reported that the internal threading of the implant (tsv4b8) was damaged. The healing abutment could not be placed. A rethreading tool was requested. There was no injury or harm to the patient. Tooth location 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Review of the DHR for tsv4b8 (lot #: 63890886) did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. The malfunction was not confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: (B)(4). G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.